Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving morphine (25 mg/ml at 3.898 mg/day) via an implanted pump. The indication for use was non-malignant pain. It was reported the patient had a motor stall following an MRI on (B)(6) 2019. It was noted the patient did not follow-up with their managing hcp until today. The MRI was not due to the mdt device or therapy. The motor stall recovered on (B)(6) 2019. Telemetry state was reviewed and troubleshooting resolved the reported event. There were no symptoms reported.